Manufacturer narrative:
An event regarding a x3 triathlon cs insert #5 19mm involving infection was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were returned. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left knee I & d due to infection, surgeon swapped tibial insert.

Event description:
Left knee I & d due to infection, surgeon swapped tibial insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. As per the company representative, no additional medical records, x-rays, etc. Will be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.